Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7299806; medical device expiration date: 2018-08-31; device manufacture date: 2017-10-26; medical device lot #: 8085613; medical device expiration date: 2018-12-31; device manufacture date: 2018-03-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® plus plastic citrate tube there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® plus plastic citrate tube there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from lot 8085613 from the customer facility for investigation. Additionally, retention samples were selected from bd inventory from lot 7299806 for testing. All samples were tested and the customer's indicated failure mode for stopper pop off during centrifugation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported with the use of the bd vacutainer plus plastic citrate tube there was an issue with leakage. There was no report of injury or further medical intervention.